Event description:
The customer reported that while the unit was in use on a patient, the unit's screen flickered on and off and the pump shutoff. The patient was switched to another unit, and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the motor controller board (B)(4) and the power switch (B)(4). The screen flickering was not duplicated and no indications of monitor problems were found in the fault log. The unit was tested to factory specification. It functioned normally and was returned to the customer.